Event description:
It was reported the pump display had a pixel issue, which affected their ability to read the screen and interact with the device. This issue led to a blood glucose level of 42 mg/dl, prompting the customer to consume carbohydrates to address the low level. The customer's boyfriend assisted by helping her out of her car, but no loss of consciousness or injury occurred. The customer reverted to an alternative method of insulin therapy.